Event description:
It was reported that, "the poly insert had excessive wear. Removed poly and exchanged it with a new 2041-3258 insert."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.